Event description:
Technician alleged that the head hydraulic cylinder is drifting.

Manufacturer narrative:
Technician replaced the foot and the head hydraulic cylinders to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This report will continue until we are current.